Event description:
It was reported that patient was experiencing increased seizures and dyspnea. Settings were increased due to increased seizures and patient's dyspnea resolved with the use of an inhaler. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing major seizures that have stopped since medication and vns increase. The patient started using an inhaler after the vns was turned up and could exert herself as well. Shortness of breath resolved with an inhaler. The vns was increased due to patient not having enough control with vns at the previous settings. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event ¿ correction ¿ inadvertently did not include pertinent information in the initial MDR submitted. B6. Relevant data ¿ correction ¿ inadvertently did not include diagnostics information in the initial MDR submitted.

Event description:
It was later reported that patient had a battery replacement due to reported battery depletion. The device was later received into product analysis. No other relevant information has been received to date.

Event description:
Product analysis was completed. Other than a ¿vboost¿ compliance voltage event, no anomalies were seen, and the device performed according to functional specifications. No other relevant information has been received to date.

Manufacturer narrative:
H2: if follow-up, what type; corrected data; supplemental 03 MDR inadvertently omitted checking 'additional information'.